Event description:
A customer reported an altitude alarm on their insulin pump. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support instructed the customer to clean the pump's speaker holes and reconnect the cartridge, after which normal insulin delivery resumed, and preventive tips were provided.